Event description:
Possible infection, wash out and debridement.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number ft MDR 1644408-2019-00312; 400-04-400 and s808 - infection. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.